Manufacturer narrative:
As the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced. No product returned for evaluation.

Event description:
On (B)(6) 2013, it was reported that in (B)(6) 2012 the patient went to the hospital with low blood glucose. The patient's wife was unable to wake him that morning and paramedics were called and they took him to the hospital. The patient was treated for low blood glucose at the hospital and released when his blood glucose returned to normal. His normal range is in the 100's mg/dl. The patient thinks the low blood glucose was caused by using the incorrect type of insulin in his infusion device. No product was requested to be returned for product evaluation.